Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to unstable sensing values and rise in threshold measurements. It was suspected that the lead had dislodged. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.